Event description:
It was reported that there was no communication with the device and no output. The device was explanted and replaced. No patient complications have been reported as a result of this event.